Event description:
The customer's mother reported via phone call that the customer had unexpected power downs, unexpected pauses, unexplained no delivery warnings, three day battery life, a crack on the pump by the button and near the battery, a slower piston, lost settings (such as date, time, bolus, and basals), dimmer backlight, and an issue with the pump rejecting new batteries. Customer's blood glucose at the time of the incident was over 400 mg/dl. Caller stated that her daughter was feeling sick and her blood glucose was running high. Customer falls a lot but the caller was unsure if the crack was due to the fall. Customer was in the process of changing out the set and while priming the tubing, the pump alarmed no delivery. Caller reported that the alarm was resolved by a complete set change. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.